Event description:
Two minutes from the completion of a routine dialysis treatment, the patient experienced shortness of breath and chest pain. The nurse visualized "two inches" of air at "the distal end of the venous return line, infusing into the patient." The nurse stated that "the phoenix did not alarm." The nurse clamped the line, ended treatment without returning blood (approximate 102 ml circuit blood loss), placed the patient in a left-sided trendelenburg position, and administered oxygen. On arrival to the emergency department (20 minutes later), the patient was tachypnic, vital signs were stable, and her chest pain and feeling of being short of breath had subsided. The patient was admitted to the hospital for observation, continued telemetry, and monitoring of oxygenation saturation. The patient did not experience any additional symptoms and was discharged to home the following day.

Manufacturer narrative:
The air bubble detector sensor was replaced and the phoenix machine returned to service. The actual air bubble detector sensor involved in this event was sent to the manufacturing facility for further analysis. A follow up report will be provided at the conclusion of this investigation.